Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was not returned to olympus for evaluation. The cause of the reported event could not be determined; however, the most probable cause could be attributed to the operator's technique. The instruction manual states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding."

Event description:
Olympus received a medwatch report (mw# 5068033) on (B)(6) 2017 stating that a patient had passed a plastic like object. The patient had undergone a cystourethroscopy with urethral calibration, transurethral resection of the prostate (turp), and urethral catherization procedure. It is suspected that the device fragment that passed from the patient is the tip of the inner sheath device used in the procedure. The patient's outcome is unknown.